Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387s-40, lot# v014767, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia, obsessive compulsive disorder (ocd), and movement disorders. It was reported the extension was replaced in 2016. Caller had no further information and was to further research. No patient symptoms or further complications were reported as a result of this event. On (B)(6) 2018, pc, (hcp): follow-up information was received from the hcp reporting that they thought the patient had a fractured lead. The caller reported that on (B)(6) 2016, the patient had their left lead and ins replaced due to a fractured lead. The caller also reported that the patient's right lead was also fractured, but was never replaced as the patient no longer used therapy on that side. The caller reported that the leads had been fractured for a while. No further patient complications have been reported as a result of this event. [Refer to manufacturer report #3007566237-2018-00464 for details pertaining to the reportable related event.]